Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: a review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over eight (8) years since the subject device was manufactured. Based on the results of the investigation, the root cause could not be identified; however, it is likely that a failure of the converter unit led to the malfunction, resulting in the unit going to spare lamp. Olympus will continue to monitor field performance for this device.

Event description:
A user facility returned the olympus asset, light source, to the olympus service center. Upon inspection and testing of the returned device, it was observed that the unit was going to spare lamp due to defective convertor unit. This report is being submitted for the event found during evaluation. There was no patient involvement.

Manufacturer narrative:
The device was returned as part of the asset return process and evaluated. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.